Event description:
Pt had ICD placement in 10/96. Subsequently, pt noted to have malfunction of ICD lead, possibly due being pinched between rib and clavicle. Pt underwent surgical procedure to prevent clinical impairment/damage: ICD lead extraction with implantation of new endocardial rate/sensing lead.